Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer is comparing results from trueresult meter to competitor meter on (B)(6) 2015 at 06:00pm fasting - true result meter is reading 87mg/dl and competitor's meter is reading 95mg/dl. Customer's expected results are 90-100mg/dl - fasting. Strip expiration date is 05/13/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed fasting and results are 86mg/dl and 82mg/dl. Reviewed meter memory: 92mg/dl (B)(6) 2015 09:28:00 pm fasting:yes; 82mg/dl (B)(6) 2015 06:06:00 pm fasting:yes; 95mg/dl (B)(6) 2015 02:28:00 pm fasting:yes; 91mg/dl (B)(6) 2015 12:09:00 pm fasting:yes; 95mg/dl (B)(6) 2015 06:56:00 pm fasting:yes. Customers concern: all results. Customer is not taking any medications to manage diabetes.